Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely from 8 years to 5 years. Additionally, the right ventricular (rv) lead channel exhibited high out of range pacing impedances measuring above 3000 ohms, however, the right ventricular (rv) pace percentage was low. Due to atrial tachycardia, the only alternative was atrial asynchronous pacing (aai), which increased power consumption. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely from 8 years to 5 years. The right ventricular (rv) pace percentage was low. Due to atrial tachycardia, the only alternative was atrial asynchronous pacing (aai), which increased power consumption. This pacemaker remains in service. No adverse patient effects were reported.